Manufacturer narrative:
Visual inspection showed the crosslink set screw fractured. The visual inspection of the device suggest that there was over tightening, this could result in additional stress on the implant lead to ductile over load fracture of the implant. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The plausible root cause of the event is determined to be over torqeuing of the set screw leading to fracture.

Event description:
It was reported that during surgery, the center screw of the crosslink broke when the surgeon fasten it.

Event description:
It was reported that during surgery, the center screw of the crosslink broke when the surgeon fasten it.